Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope had bad angulation. The issue was found during maintenance. Inspection and testing of the returned device found foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to wear of angle wire, bending angle in the up direction did not meet standard value. Due to wear of the angle wire, the play of the up/down knob was out of standard value. The nozzle had foreign objects. Adhesive on the distal end had a chip. The control unit had discoloration. In addition, the connecting tube, the plastic distal end cover, the control unit, the grip, the universal cord, the scope-connector, the scope cover, the switch box, the up/down/right/left knob, the free-engagement knob, the lock engagement lever, and the scope connector cover were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Foreign matter questionnaire (cleaning, disinfection and sterilization / cds) it was unknown if the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user facility did not know when the foreign object adhered to the scope. It was unknown if there was a delay between the end of clinical use and the start of pre-cleaning. It was unknown if the air/water nozzle was flushed with water and air. It was unknown if there were any abnormalities in the accessories used for reprocessing. It was unknown if the endoscope was pre-soaked in a detergent solution. It was unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. It was unknown if the air/water nozzle was flushed with a detergent solution. There was no response from the facility if there were any other concerns regarding the reprocessing.